Event description:
Boston scientific crm received this device for routine post market evaluation; no allegations against device performance were communicated with the returned product. Initial laboratory analysis indicated the device failed to meet longevity expectations provided in labeling. Root cause testing followed.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.